Event description:
It was reported that the customer went to the emergency room (ER) due to and elevated blood glucose level and moderate ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. Prior to going to the ER, the customer administered a manual insulin injection to address the high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released 6 hours later with no permanent damage and reported issue resolved. The cause of the high bg was unknown. Technical support performed a system check on the pump and determined that the pump was functioning as intended.